Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that pt suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence and/or other injuries. No add'l info was provided.